Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected); "iritis" (iritis); "blurry vision" (blurred vision). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Medical records were requested and received. According to the medical records, the pt had a history of hypertension and astigmatism (pre-existing). Following the iol implant procedure, the pt reported her distance vision was not clear. The surgeon noted residual astigmatism. According to the medical records, the pt was diagnosed with iritis and treated with medications. Following treatment, the pt stated she had blurry vision at near and distance. The pt reported her eye felt better following treatment, but her vision remained blurry. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. Additional info was requested on 05/18/2010, 05/20/2010, and 05/26/2010 by phone, fax, and mail. A completed questionaire has not been received. Medical records were received on 05/20/2010. (B) (4).(B) (4).(B) (4).